Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. The delivery device, seal and tension spring assembly were returned inside the loading device. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.5 in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and the results of the investigation the reported complaint was not confirmed for "failure to deploy", but confirmed for "failure to load/fitting problem". Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.